Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age unknown) who had collapsed during a stress test. The clinicians defibrillated the pt once, but the device failed to discharge during add'l attempts to defibrillate the pt; the device displayed a "check pads" message. The clinicians obtained another device and continued pt defibrillation. The pt subsequently expired.